Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. However, the customer stated to be currently in the caribbean and blood glucose levels have been fluctuating due to consuming a lot of fruit and not pump related. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.